Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Software data logs were received by the manufacture on 25-jul-2016 for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the vent roller pump jammed frequently. Even if the roller pump was in loose occlusion, the pump jammed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) observed pin #1 of optical sensor cable to be disengaged from connector p11 resulting in frequent pump jams. Reinsertion of pin #1 into customer connector p11 enabled the roller pump to function properly. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.